Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Service and repair evaluation: the customer reported that in 394.46, holding sleeve 105mm, threads of a wing nut broke off while tightening. The repair technician reported that the wing nut broke off and is missing, device is broken and deformed, cosmetic test was failed. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1; b5; d9; e1 h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3; e4; g2.

Event description:
The surgery was completed successfully with no surgical delay and no further issues. Patient outcome is reported as doing well.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Initial reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a orif of proximal tibia procedure. The threads of a wing nut broke off in the holding sleeve while the surgeon was tightening it. There was no harm done to the patient and we were able to proceed with the procedure with no further issues. It is unknown if there was a surgical delay. Patient status is unknown. This report is for one (1) holding sleeve 105mm. This is report 1 of 1 for (B)(4).